Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead 2010-(B)(6); 3830 implantable pacing lead 2010-(B)(6), (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation with the left ventricular (lv) lead. Reprogramming wasdone to decrease the pacing amplitude and the stimulation was resolved. The lead remains in use. The patient is a participant in the systems longevity study (sls) clinical study. No patient complications have been reported as a result of this event.